Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus service operation repair center (sorc). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomena could not be identified. However, based upon the information from sorc, omsc surmised that the reported image issue (no image) was attributed to the temporary communication failure due to the breakage of the camera cable by kinking. In addition, it was surmised that the reported scope mount removing was attributed to decreased holding power of the scope mount, but the exact cause of the decreased holding power of the scope mount could not be identified. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated due to the breakage of the camera cable, and also found that the scope mount of the subject device was removed from the endoscope due to the breakage of the scope mount components. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found that the endoscopic image of the subject device was not displayed on the monitor. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.